Event description:
It was reported that during an unspecified surgical procedure, it was observed that the small battery drive device ran intermittently. It was further reported that the device started and stopped. There were no delays in the surgical procedure. It was not reported if a spare device was available for use. The surgery was completed successfully with the actual device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred during the month of (B)(6) 2014; however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to a defective electronic control unit from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.